Event description:
It was reported that the sterile water leaked from the foley catheter before placement. The exact location of leakage was unknown. Per investigator's notification received on 19dec2024, it was reported that asymmetrical balloon was found during sample evaluation. Per investigator's notification received on 20dec2024, it was reported that difficult to deflate was found against the syringe during sample evaluation.

Manufacturer narrative:
The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. Four photos were received for evaluation, the first one shows the three-way silicone catheter and syringe, and as well as in the second photo is evidenced the balloon partially inflated and asymmetrical, and the last two photos shows the catheter's cap and the tray's label. Visual: received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Visually inspected catheter and no physical defects were noted. Inflated balloon with 10ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using the returned syringe, it inflated properly, no leaks were present. The reported event is unconfirmed therefore, a DHR review is not required. The reported event is unconfirmed therefore a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the foley catheter before placement. The exact location of leakage was unknown.